Event description:
Customer reported via phone call that they were experiencing high blood glucose. Customer's blood glucose level was 529 mg/dl. Customer was not able to perform reservoir and tubing. Trouble shooting was performed. Customer reported symptoms of high blood glucose such as feeling thirsty and irritated. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.